Event description:
It was reported that the insulin pump alarmed motor error during priming process and bolus delivery, throughout the day. The customer stated that a couple of months ago the same alarm had occurred. The customer's blood glucose was unk at the tome of the incident. The customer stated that they had been having high blood glucose all day and had not been able to treat it since they did not have a back up plan. No exact values of the blood glucose was provided. The customer does not use the sensor feature. They were unable to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. Insulin pump was unable to perform the displacement test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.